Manufacturer narrative:
On march 22nd, 2021, mentor became aware that the h1 number of events summarized/h1, and summary report field were incorrectly populated on the initial: (manufacturer report number 1645337-2020-14960) which was submitted on (november 23, 2020). These field(s) were populated in error, please disregard them. Manufacturer¿s reference number: (B)(4) summarized/h1, and summary report field, mistakenly populated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker¿s grade unknown capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 300cc mentor smooth round moderate profile, saline breast implant experienced left sided baker¿s grade unknown capsular contracture post procedure. The capsular contracture was diagnosed by a physician. As a result, patent had the device removed, and replaced with cat#: 3501645 on (B)(6) 2020.